Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and cervical/neck. It was reported there was soreness under the ins and the ins was poking shoulder when the patient moves or stretches right arm. The patient also reported some pink/redness at the incision site, but denied fever, draining from incision, etc. The patient also reported that he was still experiencing tingling and pain relief like he has since implant. Reports no decrease or change in stimulation. The patient¿s ins is implanted in his right chest/shoulder area. He reports that these symptoms started 2-3 weeks ago, and he¿s concerned that the ins somehow moved in the pocket. The manufacturer representative (rep) spoke with the patient over the phone. The rep verified that therapy hadn't changed by asking patient if he was still getting stimulation in his painful areas, which he reported that the therapy is functioning as it should but is just complaining that the ins is sore and ¿poking¿ him. The healthcare provider (hcp) was notified of the complaint. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they relayed the patient¿s information to the physician but have not yet heard back from them regarding a plan of action. The rep told the patient to ice the ins site, especially since the area is aggravated while they are working. The rep noted that the patient is a paramedic, so they are lifting/transferring patients often. The cause of the soreness, redness, and poking sensation has not been determined at this time and has not been resolved. The rep stated that the patient reports that the irritation at their ins site doesn¿t bother them as much as the rest of it does when they move or do activities with their right arm/shoulder. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had a pocket revision on (B)(6) 2019. The doctor moved the ins from the right subclavian area lower, closer to the patient's right pec, and more medial. No further information was reported.